Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that after wearing a tampon about an hour and a half, upon removal the string pulled out leaving the tampon inside. She was able to manually remove the tampon after ten minutes of trying. She did not seek medical attention and was doing fine.